Event description:
It was reported from an attorney that the patient was deceased. The patient's spouse alleged that the implantable cardioverter defibrillator (ICD) system did not detect, treat and warn of the patient's acute heart failure which did not allow for timely diagnosis and treatment and the patient died. It was also reported that the patient was not timely diagnosed and treated for myocarditis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the device was inappropriately pacing and the "device failed to correct arrhythmias and more over misfired while it was in pacer mode causing greater arrhythmias".

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).